Event description:
Additional information received on 10/25/2012 reported that the patient was receiving only oral baclofen. The therapy did not work "again" because of the motor stall. It was also noted that the replacement was postponed because of infection.

Event description:
It was reported that a motor stall occurred on (B)(6) 2012 following a pump refill. The reporter noted that a motor stall also occurred in the middle of september as well. The reporter also stated "because of infection, the date of new implantation is reported." The date of pump implant was 2009; however, the exact date and pump information was not provided. Pump explant was scheduled for (B)(6). The patient outcome was reported as "ok." The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that there was 'no patient complication reported' for a patient outcome. The pump had been discarded and was not returned, therefor analysis was not possible, and the root cause for the motor stall was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).